Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the site was swollen and bleeding. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition swelling at the infusion site. The exact cause of the reported skin condition swelling could not be determined. Blood was observed ton the adhesive pad, which confirmed the reported bleeding/bruising event. The formed needle, soft cannula, and bottom housing were inspected for abnormalities that would contribute to bleeding/bruising, no damages or abnormalities were found. The exact cause of the reported the bleeding/bruising could not be determined.